Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Cold insulin: the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer loaded cold insulin into the cartridge. Tandem technical support educated the customer that this is off label. A new cartridge was loaded to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level.